Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embloization occurred. The 80% stenosed lesion in the moderately to severely calcified and moderately tortuous mid diagonal (dx) artery was predilated with a 2.5x.12mm sprinter balloon. The taxus express2 2.5x16mm drug eluting stent came off the balloon while trying to position in a difficult area of dx artery. The stent was unable to cross and the physician attempted to pull the stent delivery system back into the 6fr launcer jl4 with sideholes when it dislodged. The dislodged stent was retrieved with a snare from the left renal artery. The procedure was completed with only poba and the plan was to treat the patient medically. No patient complications occurred. Patient status is satisfactory. The patient was discharged the following day as scheduled.

Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The complaint source confirmed that the product had been disposed and no analysis was possible. The manufacturing records for top assembly batch 8342296 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.